Event description:
After the surgical procedure had been completed and attempting to wake the patient,the base and column of the bed began smoking. There were no visible flames seen but there was an electrical burning smell. The bed was immediately unplugged and the patient was moved to a stretcher and transported out of the operating room suite. There was no harm to the patient. The bed, plug and the electrical IV pole ball were removed for evaluation.